Event description:
It was reported that the patient's tubing had been leaking occasionally and one day the patient had to change it three times. The patient stated that it does not always leak. The patient has not informed a nurse or a doctor's office about this issue. The patient noticed this issue while using the product but denied any clinical injuries. The patient does not have the possibly defective tubing. No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: no lot number was provided; therefore, device history record review could not be completed. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.